Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was capped due to elevated rv threshold with noise noted on the lead and reproduced with isometric exercise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.